Manufacturer narrative:
Batch review performed on 07 may 2021: lot 151495: (B)(4) items manufactured and released on 5-aug-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medacta medical affairs manager: femoral component revision performed 5.5 years after primary cementless total hip arthroplasty in (B)(6) year old woman. No information concerning patient general health status and the presence of comorbidities is available. Despite the poor quality of the radiographic image provided, signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery has been performed 5 years ad 5 months after the primary surgery due to stem mobilization.